Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimensional analysis was performed on the returned product. The reported difficulty was not able to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. The investigation determined that the reported difficulty was due to case circumstances. The difficulty retrieving the filter was likely due to a large embolic load causing difficulty collapsing the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, moderately tortuous, and moderately calcified lesion in the carotid artery. An attempt to retrieve the filter of an emboshield nav6 embolic protections system (eps) was made; however, the filter could not be pulled back into the retrieval catheter. A few unsuccessful attempts were made, and the physician decided to use the guiding catheter, which was already in place, to successfully retrieve the filter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.